Manufacturer narrative:
A review of the complaints database reveals no other reports rec'd on this device lot number. Per the hospitals report, this event was not caused by our product.

Event description:
Flixine graft was inserted on (B)(6) 2013 - radial artery to median antecub/cephalic vein - uneventful. On (B)(6) 2013, graft clotted related to severe hypertension episode at home. On (B)(6) 2013, treated for infection distal point of av dialysis. On (B)(6) 2013, unable to detect av dialysis due to infection of av dialysis. On (B)(6) 2013, admitted to hospital with bacteremia. Per hospital nurse, "the infection was not surgically related. The area that became infected was an overused area and when I suggested avoiding it due to possible infection (redness, swelling) he insisted on it being used anyway. He was treated with antibiotics but he did become septic. Also due to severe hypotension the graft clotted and it could not be declotted due to the infection. The graft was removed. He had many cvc infections (hygiene is an issue) and this was one reason the flixine graft was used - to eliminate the cvc, unfortunately now, he is catheter dependent. We are pursuing another vascular access but he is reluctant."